Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been received at masimo's investigation facility to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text: product not returned.

Event description:
The customer reported "no alarm". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: this supplemental form corrects the date device returned to manufacturer to 09/04/2024. The device manufacturer date is 08/19/2023.

Event description:
The customer reported "no alarm". There was no patient impact or consequence reported.

Event description:
The customer reported "no alarm". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned rad-97 was evaluated. During investigation, it was noted the flex cable on the technology board was loose, resulting in the device not able to detect the connected lab sensor or tester. Once the flex cable was reconnected, the device audibly alarmed, when the alarm limits were breached.